Event description:
It was reported that the patient was admitted on (B)(6) 2022 for further evaluation of blood loos anemia. The patient had argon plasma coagulation coumadin held initially until the source of the bleed was determined. Gastrointestinal consult was done with esophagogastroduodenoscopy (egd) on (B)(6) 2022. During the egd the patient did not received a transfusion but was given argon plasma coagulation. An active bleed in the small bowel was noted. Subject of small arteriovenous malformation kept the patient in the hospital for monitoring. The bleed resolved without sequelae on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section a: date of birth should have been redacted for clinical study manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) and the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 19feb2021. The heartmate 3 lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The section entitled ¿ongoing patient assessment and care¿ provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that colonoscopy showed that there was no active bleed in gastrointestinal tract.